Manufacturer narrative:
B3: olympus detected the issue during device servicing, therefor there is no information regarding the customer reported event date. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation regarding the chipped adhesive on the bending section cover, the cause was traced to a component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, chipped adhesive on the bending section cover was observed. There was no patient involvement.